Event description:
Surgeon was inserting titanium plastic nail during an open reduction internal fixation (orif) pilon fixation and orif fibula fixation on (B)(6) 2013. The inserter device broke during insertion. The nail was still able to be inserted with no delay and no harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device¿s lever of the inserter is broken apart. The complete device is in a bad condition, there are marks of heavy hammer blows all over, even at the chuck. The relevant dimensions of the bore, where the lever broke, can not be verified anymore. Therefore this complaint is indeterminate from a manufacturing standpoint. As indicated in the manufacturing documents the correct material was used and the hardness was within specification. The fracture face is homogenous which indicates material conformity. Based on the overall appearance of this instrument and the hammering marks at the lever we assume that inappropriate handling caused this breakage. The broken t-handle of the device contains hammer blow marks consistent with hammering of the t-handle feature of the device. The hazard is identified as ¿damage of nail inserter¿ and the possible harm as ¿prolongation of surgery¿ and the control measure as use of ¿special instrument (hammer guide)¿. It is clearly recommended and illustrated in the titanium elastic nail system technique guide to use the hammer guide for advancement, positioning and removal of the elastic nails. The condition of the returned device indicates that the device was used in a manner inconsistent with the recommended method of use and caused the complaint condition. The design was evaluated and is adequate for its intended use. Placeholder.